Manufacturer narrative:
A trumpf medical service technician inspected the device and found that the snap ring was not in its correct position. The technician replaced the washer and snap ring of the spring arm. The device is functioning as designed.

Event description:
The spring arm of a trumpf medical surgical light began to separate from the central axis. No patient or caregiver injury was reported.